Manufacturer narrative:
Medical device lot#: 2008377 was reported, however, this is not a lot#: manufactured for the reported catalog#. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) there were attachment issues. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated, when she tried to use a pen needle last night, it would not attach to novolog pen.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) there were attachment issues. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated, when she tried to use a pen needle last night, it would not attach to novolog pen.